Manufacturer narrative:
The investigation determined that the service action resolved the issue. No further issues have been reported by the customer.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that there was a faulty sample probe and replaced it. The fse also performed an air purge, ion selective electrode checks, and a prime wash. The customer successfully completed calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Patient (B)(6) initial result was 149 mmol/l, and the repeat result from another cobas pro was 141 mmol/l. Patient (B)(6) initial result was 156 mmol/l, and the repeat result from another cobas pro was 146 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated because of issues with the qc recovery.